Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing itching, hives and headaches and has different tests done over the last year. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previosuly received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing itching, hives and headaches and has different tests done over the last year. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown dust contaminant on the real panel and unknown on the bottom enclosure. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of unknown dust found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.